Event description:
It was reported that pre-dilatation was performed using a 2.0x15 mini trek balloon dilatation catheter via inflation to 10 atmospheres (atm). After advancing a 3.5x23 rx xience xpedition stent delivery system (sds) via right radial access over an unspecified guide wire, into an unspecified guiding catheter, and to a mildly calcified, 80 to 90% stenosed lesion (partial de novo / partial in-stent restenosis) in the non-tortuous proximal left anterior descending coronary artery without resistance, the stent was deployed via one inflation at a maximum inflation pressure of 12 atm with satisfactory results; the balloon was deflated for approximately 10 seconds. Post-deployment, though negative pressure was pulled, the sds balloon was difficult to retract from the stent. While withdrawing the rx xpedition sds post-deployment, without further resistance felt, the distal shaft separated into two pieces, approximately 3 to 4 inches from the guide wire exit notch. Both parts of the separated sds were withdrawn from the anatomy as a single unit with the guide wire and guiding catheter. While the xpedition stent had been confirmed to be fully apposed to the vessel wall post-deployment, the stent was post-dilated as routine with a 2.5x20 non-abbott bdc. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) instructs the physician to deflate the balloon by pulling negative on the inflation device for 30 seconds, and to confirm complete balloon deflation before attempting to move the delivery system. It should also be noted that the IFU states that the xience xpedition is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions as the safety and effectiveness of the xience xpedition stent has not been established for subject populations with in-stent restenosis.